Event description:
A philips bench technician reported that during servicing the heartstart mrx defibrillator ECG connector on the processor pca was found to be broken off. There was no patient involvement.